Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx30mm vascular reconstruction device (product code: encr403012, lot number: 9426819) was found detached from the delivery wire within the microcatheter hub during delivery. The physician removed both the prowler select plus 150/5cm (product code: 606s255x, lot number 31537082) and the enterprise2 from the patient and switched to new devices to complete the surgery. There were no reported patient consequences or observable clinical symptoms associated with this event. Additional event information received on 26-nov-2025 indicated that there was no resistance felt between the enterprise and the prowler select prior to the premature deployment resulting in cerebral target position loss. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. The procedure was not delayed/prolonged due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was already detached from the delivery unit and this was not returned for evaluation. The delivery wire and the introducer were found to be in good conditions. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a premature deployment of the stent was confirmed due to the detached condition of the stent. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9426819. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: - do not partially deploy the stent from the introducer. - confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx30mm vascular reconstruction device (product code: encr403012, lot number: 9426819) was found detached from the delivery wire within the microcatheter hub during delivery. The physician removed both the prowler select plus 150/5cm (product code: 606s255x, lot number: 31537082) and the enterprise2 from the patient and switched to new devices to complete the surgery. There were no reported patient consequences or observable clinical symptoms associated with this event. Additional event information received on 26-nov-2025 indicated that there was no resistance felt between the enterprise and the prowler select prior to the premature deployment resulting in cerebral target position loss. The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. The procedure was not delayed/prolonged due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.